Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2020 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2021 during which the surgeon noted dense adhesions between the omentum and the mesh, the adhesions were so severe that he believed removing the mesh would be dangerous and cause further injury. Therefore as lysis of adhesions, he repaired the recurrent hernia. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 10/03/2022.